Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass. While suturing the anastomosis, the needle disengaged. It did not disengage into the patient cavity. To complete the procedure, another loading unit was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: post market vigilance (pmv) led an evaluation of one suturing device. The instrument was severely bent where the shaft joins the housing. The plastic housing was broken and a needle was jammed in the jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if excess force is used when the collar is pushed forward to cover the l-hook. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass. While suturing the anastomosis, the suture came out of the swedge of the needle. The needle did not disengage from the handle. It did not disengage into the patient cavity. To complete the procedure, another loading unit was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass. While suturing the anastomosis, the suture came out of the swedge of the needle. The needle did not disengage from the handle. It did not disengage into the patient cavity. To complete the procedure, another loading unit was used. No patient injury or extension in surgical time. Patient status is alive, no injury.